Event description:
The user facility reported that the guidewire became caught in a balloon catheter during a thrombectomy and angioplasty procedure. Follow-up communication confirmed: the guidewire was being used in conjunction with a 8-mm x 4-cm balloon catheter when the wire became "stuck" and could not be removed; the physician removed the balloon catheter and wire together from the patient; and after removal from the patient the wire and balloon catheter were still unable to be separated.

Manufacturer narrative:
Results - based on evaluation of user facility information and the returned sample; based upon evaluation of undamaged sections of the returned sample conclusion - is based upon evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample the involved device along with the balloon catheter were returned and evaluated by qa at the manufacturing facility. Examination confirmed: the balloon catheter did not appear to have any anomalies in its appearance; the guidewire was confirmed to be stuck at approximately 180mm from the distal end of the balloon catheter; upon removal of the guidewire, it was noted that the urethane coating had been peeled away from the core wire starting approximately 250-mm from the distal end; the coating was found to have been rolled back on itself in the distal direction exposing approximately 140-mm of core wire; and inspection and measurement confirmed that none of the urethane coating had become completely detached. Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. A review of the device history record for the reported lot number indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, the event description and appearance of the returned sample are most consistent with damage to the guidewire coating due to manipulation against resistance during use. The functional diameter of the guidewire was increased due to the coating having been rolled back on itself, which then resulted in the guidewire becoming stuck in the lumen of the balloon catheter. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All currently available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).